Manufacturer narrative:
December 04, 2015 10:07 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Customer called asking if there had been a recall on the device. Husband reported that his wife had the device implanted on (B)(6) 1998. He stated that device was coming out and it bunched up. His wife's bladder was falling out.